Manufacturer narrative:
B5 was updated with the following information. Additional follow up from the customer indicates they checked with the hospital's infection prevention control unit for impacts to patient management. The unit indicated that the healthcare workers' quarantine impacted patient management in that the hospital was short-staffed. No additional impact was reported. Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation; therefore, this complaint will also be dispositioned as confirmed. Per the previous investigation an additional complaint history review determined that discrepant result (false positive) on patient samples has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, (B)(4) complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number (B)(4)). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. Recall number: z-0004-2022. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214. 3005248192-2021-00145 follow up report 1. 3005248192-2021-00146 follow up report 1. 3005248192-2021-00155 follow up report 1 . 3005248192-2021-00190 follow up report 1. 3005248192-2021-00148 follow up report 1. 3005248192-2021-00168 follow up report 1. 3005248192-2021-00136 follow up report 1. 3005248192-2021-00161 follow up report 1. 3005248192-2021-00175 follow up report 1. 3005248192-2021-00220 follow up report 1. 3005248192-2021-00160 follow up report 1. 3005248192-2021-00116 follow up report 1. 3005248192-2021-00119 follow up report 1. 3005248192-2021-00169 follow up report 1. 3005248192-2021-00171 follow up report 1. 3005248192-2021-00172 follow up report 1. 3005248192-2021-00173 follow up report 1. 3005248192-2021-00174 follow up report 1. 3005248192-2021-00177 follow up report 1. 3005248192-2021-00183 follow up report 1. 3005248192-2021-00283. 3005248192-2021-00108 follow up report 2. 3005248192-2021-00113 follow up report 2. 3005248192-2021-00306. 3005248192-2021-00122 follow up report 1. 3005248192-2021-00157 follow up report 1. 3005248192-2021-00158 follow up report 1. 3005248192-2021-00200 follow up report 1. 3005248192-2021-00201 follow up report 1 . 3005248192-2021-00202 follow up report 1 . 3005248192-2021-00310. 3005248192-2021-00311. 3005248192-2021-00123 follow up report 1. 3005248192-2021-00124 follow up report 1. 3005248192-2021-00204 follow up report 1. 3005248192-2021-00185 follow up report 1. 3005248192-2021-00189 follow up report 1 . 3005248192-2021-00232 follow up report 1. 3005248192-2021-00231 follow up report 1. 3005248192-2021-00212 follow up report 1. 3005248192-2021-00246 follow up report 1.

Event description:
Additional follow up from the customer indicates they checked with the hospital's infection prevention control unit for impacts to patient management. The unit indicated that the healthcare workers' quarantine impacted patient management in that the hospital was short-staffed. No additional impact was reported.

Manufacturer narrative:
Elevated complaint investigation will be conducted.

Event description:
Customer reported discrepant results on an alinity m sars cov-2 assay. Three samples which originally tested positive on an alinity m sars-cov-2 assay were retested on another alinity m instrument and generated negative results. The false positive results were reported outside the lab and questioned by physicians. One patient is a child with esrd that was waiting to be seen in a local dialysis center. He was kept in isolation precautions and the dialysis center was waiting until after isolation to start his treatment. With the negative result from the other alinity, the precautions were lifted and he can start dialysis. A second patient was an inpatient that was placed into isolation until the negative results were reported. The third was an individual that was placed into quarantine until the negative results were reported. The customer then reported additional false positives. 9 samples generated positive results and when retested on another alinity m instrument generated negative results. 1 of these samples tested positive with a negative control failure, but when retested generated negative results. The customer then stated that a total of 22 of the 57 samples originally reported as positive were retested as negative. All of the positive results were reported outside the lab. Additional information about any additional impact to patient management based on the subsequently identified false positives was not available despite attempts to gather this information from the customer.